Event description:
Risk manager reported "a chunk of the slip luer broke off" in pre-op when the IV was being changed to a saline lock. There was no harm to patient. No medical intervention was required. No further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.